Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event, suture would not take during attempted suture placement, was not confirmed. The analysis of the returned device indicates that deployment of the plunger, did not occur because the plunger was still inside the device. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure was successful with the first proglide device. Reportedly, while using a second proglide device, the suture "would not take" during attempted suture placement in the right common femoral artery using the preclose technique. A third proglide device was used for successful suture placement prior to the aaa procedure. The arteriotomy was 6f and was upsized to 21f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved using the successfully placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician reportedly is trained in the use of the proglide device. No additional information was provided.